Event description:
It was reported that during an appendectomy procedure, the abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the pt. The doctor used the device which was wrapped with tape to keep airtight.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.